Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('constant bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), abdominal hernia repair ('closure ventral hernia') and postoperative wound infection ('other injury(ies) or complication please describe: post op wound infection') in a 25-year-old female patient who had essure (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, nausea, dehydration, sore throat, abdominal cramps, ligament pain, c-section and multiparous. Previously administered products included for an unreported indication: acetaminophen and macrobid. Concurrent conditions included obesity, hypothyroidism, cough, breast feeding, upper respiratory disorder, bronchitis, chest pain, dysfunctional uterine bleeding, incisional hernia repair, smoker, intermittent fever, erythema, cellulitis of abdominal wall and morbid obesity. Concomitant products included ciprofloxacin, clindamycin, doxycycline, levothyroxine and metronidazole (flagyl 250). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain/ abdomen pain"), 5 months 25 days after insertion of essure. In 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: utis") and underwent abdominal hernia repair (seriousness criterion medically significant). The patient was treated with surgery (abdominal wall exploration, hydrothermal endometrial ablation and total abdominal hysterectomy, left salpingo-oophorectomy). Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, dyspareunia, fatigue, back pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal hernia repair, postoperative wound infection, cystitis, ovarian cyst, dysmenorrhoea, vaginal discharge, weight increased, alopecia and urinary tract infection outcome was unknown. The reporter considered abdominal hernia repair, abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, pelvic pain, postoperative wound infection, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: may-2007, 20-nov-2007 (as per pfs) discrepancy noted in explant dates: (B)(6) 2008, (B)(6) 2009 left tube - 3 trailing coils right tube - 1 training coil current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.8 kg/sqm. Angiogram pulmonary - on (B)(6) 2008: impression- 1. No pulmonary embolism. 2. Scattered subtle ground glass opacities and few nodular opacities. Nonspecific and multifocal infectious process not excluded. 3-month follow-up recommended. 3. Not mentioned above, there fatty infiltration of the liver.. Computerised tomogram pelvis - on (B)(6) 2008: both kidneys appear normal. Left kidney is malrotated. Otherwise, no renal calculi or hydro nephrosis. No ureteral stones. At the upper pelvis, there is a large ventral hernia, which measures about 22 x 7 cm in size which contains loops of small bowel and colon, which is not compromised. The defect of anterior abdominal wall measures about 7 cm in width.. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2008: uterine contents, vacuum curettage- 1. . Inactive endometrium with focal stromal collapse and degeneration. 2. No evidence of glandular hyperplasia or malignancy.; on (B)(6) 2009: diagnosis- uterus, cervix, left tube and ovary- 1. Inactive endometrium with marked progestational stromal change, with intra-uterine foreign body (iud). 2. Chronic cervicitis. 3. Left ovary and fallopian tube, no pathologic abnormality. 4. Serosal surface, no evidence of endometriosis or neoplasm.. Ultrasound scan vagina - on (B)(6) 2009: impression- 1. Prior hysterectomy and directed the by history. 2. Complex cyst in the lower pole of the right ovary most likely representing a functional cyst. However, failure to command involution of this cyst, makes the findings nonspecific. A further follow-up ultrasound is recommended an additional 2 months.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, back pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('constant bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), abdominal hernia repair ('closure ventral hernia') and postoperative wound infection ('other injury(ies) or complication please describe: post op wound infection') in a 25-year-old female patient who had essure (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, nausea, dehydration, sore throat, abdominal cramps, ligament pain, c-section and multiparous. Previously administered products included for an unreported indication: acetaminophen and macrobid. Concurrent conditions included obesity, hypothyroidism, cough, breast feeding, upper respiratory disorder, bronchitis, chest pain, dysfunctional uterine bleeding, incisional hernia repair, smoker, intermittent fever, erythema, cellulitis of abdominal wall and morbid obesity. Concomitant products included ciprofloxacin, clindamycin, doxycycline, levothyroxine and metronidazole (flagyl 250). On (B)(6)2007, the patient had essure inserted. On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain/ abdomen pain"), 5 months 25 days after insertion of essure. In 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2011, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: utis") and underwent abdominal hernia repair (seriousness criterion medically significant). The patient was treated with surgery (abdominal wall exploration, hydrothermal endometrial ablation and total abdominal hysterectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, mood swings, female sexual dysfunction, dyspareunia, fatigue, back pain and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal hernia repair, postoperative wound infection, cystitis, ovarian cyst, dysmenorrhoea, vaginal discharge, weight increased, alopecia and urinary tract infection outcome was unknown. The reporter considered abdominal hernia repair, abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, pelvic pain, postoperative wound infection, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2007, (B)(6)2007 (as per pfs) discrepancy noted in explant dates: (B)(6)2008, (B)(6)2009. Left tube - 3 trailing coils right tube - 1 training coil current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 64.8 kg/sqm. Angiogram pulmonary - on (B)(6)2008: impression- 1. No pulmonary embolism. 2. Scattered subtle ground glass opacities and few nodular opacities. Nonspecific and multifocal infectious process not excluded. 3-month follow-up recommended. 3. Not mentioned above, there fatty infiltration of the liver.. Computerised tomogram pelvis - on (B)(6)2008: both kidneys appear normal. Left kidney is malrotated. Otherwise, no renal calculi or hydro nephrosis. No ureteral stones. At the upper pelvis, there is a large ventral hernia, which measures about 22 x 7 cm in size which contains loops of small bowel and colon, which is not compromised. The defect of anterior abdominal wall measures about 7 cm in width.. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Pathology test - on (B)(6)2008: uterine contents, vacuum curettage- 1. . Inactive endometrium with focal stromal collapse and degeneration. 2. No evidence of glandular hyperplasia or malignancy.; on (B)(6)2009: diagnosis- uterus, cervix, left tube and ovary- 1. Inactive endometrium with marked progestational stromal change, with intra-uterine foreign body (iud). 2. Chronic cervicitis. 3. Left ovary and fallopian tube, no pathologic abnormality. 4. Serosal surface, no evidence of endometriosis or neoplasm.. Ultrasound scan vagina - on (B)(6)2009: impression- 1. Prior hysterectomy and directed the by history. 2. Complex cyst in the lower pole of the right ovary most likely representing a functional cyst. However, failure to command involution of this cyst, makes the findings nonspecific. A further follow-up ultrasound is recommended an additional 2 months.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, urinary tract infection, back pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs & medical record received: lot no added. Essure model no was changed from ess205 to ess305. New events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: ovarian cyst, dysmenorrhea (cramping), surgery (other) type of surgery: abdominal wall exploration, closure of ventral hernia, dyspareunia (painful sexual intercourse), abdominal pain, back pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: post op wound infection, hair loss, urinary tract infection were added. Severity of event abdomen, pelvic and back pain were updated as severe. Outcome of event pain, fatigue, mood swings, intercourse issues were updated as recovered/resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("constant bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.